Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded in the low 50s mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Customer was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels.